Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2014, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis (lot#10200579) to treat a type a thoracic aortic dissection. The patient tolerated the procedure. On an unknown date, an endoleak (type and location unknown) was discovered. On (B)(6) 2015, a reintervention occurred whereby the physicians implanted a conformable gore® tag® thoracic endoprosthesis (lot#13200709) to treat the endoleak, and implanted an amplatzer® plug in the false lumen. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.